Event description:
Report received from (B)(6) stated that during a procedure, the vitrectomy cutter would not cut. No patient impact or injury reported.

Manufacturer narrative:
The product was disposed right after the procedure by the hospital staff. The lot number was not provided therefore the sterilization and lot history records could not be reviewed.